Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) channel. It was confirmed by x-ray that the rv lead was touching the coil of a non-boston scientific out of service lead. No adverse patient effects were reported, and this rv lead remains in service.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) channel. It was confirmed by x-ray that the rv lead was touching the coil of a non-boston scientific out of service lead. Additional information was received that this rv lead had been explanted and replaced due to a product performance issue. No additional adverse patient effects were reported, and this rv lead has not been returned for analysis.